Event description:
On (B)(6) 2012, the pt presented for revascularization of a heavily calcified superficial femoral artery using the wildcat catheter. Using a 0.035" glidewire, the physician advanced the wildcat catheter over the glidewire to the densely calcified target lesion. After continuous spinning of the wildcat when the physician pulled the glidewire, the glidewire tip polymer jacket broke off and was stuck inside the catheter tip. The glidewire and catheter were removed. Upon removal, the glidewire tip polymer jacket was observed stuck inside the catheter tip.

Manufacturer narrative:
Method code: the case info including the device use feedback obtained from the event reporter was used to evaluate the device performance. Results code: per the instructions for use for the w400, the user is cautioned that "when pulling guidewire back into catheter stop if resistance is felt and determine the cause of the resistance. If the guidewire prolapses or kinks, do not pull guidewire back into catheter, slowly and gently under fluoroscopic guidance remove the guidewire and catheter as a unit." Engineering assessment showed damage on the separated end of the glidewire tip polymer jacket is consistent with damage when soft polymer material is exposed to excessive force. Device evaluation summary: the glidewire tip was pinched at the discreet location consistent with the catheter driveshaft candy-wrapped location. Engineering assessment showed damage on the separated end of the glidewire tip polymer jacket is consistent with damage when soft polymer material is exposed to excessive force. IFU instructs user to not stop pulling guidewire if resistance is felt. Returned device showed evidence that excessive force was applied.